Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a bent cannula, which led to a high blood glucose (560 mg/dl) event on (B)(6) 2026. The event lasted for greater than four hours. The patient was treated with a manual insulin injection. The infusion set had been in use for one day, and the infusion site was located on the leg. No further information is available.